Event description:
Cvvhd started (B)(6) at 1pm, pink effluent noted, car changed, 1am pink effluent noted again, physician advised to change cycler, 6am (B)(6) pink effluent noted, cvvhd discontinued. At some unk day and time subsequent to event, patient initiated hemodialysis. On (B)(6) 2010 6:40am hb 9.4; (B)(6) 2010 4am hb was 7.9, at 5:45 am 7.5. On (B)(6) 2010 4am - ldh 1297, haptoglobin 112, retic CT 1.91, immature retic 0.363. Effluent samples were positive for blood. Patient received 3 units of prbcs.

Manufacturer narrative:
No evidence of a device malfunction. No problem found with returned cartridges. Analysis of the pressure profile from the cycler data log file suggests the presence of clotting in the extracorporeal blood circuit. The user's guide warns that the risk of blood clotting in the cartridge and filter increases during long treatments and when no anticoagulant is used and that failure to respond to clotting can lead to hemolysis. Nxstage medical considers this report closed. No additional information will be provided.